Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one pse45a device was returned with the anvil bent upwards and without reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed its firing sequence, the knife returned to home position as intended. The knife reverse button performed without any anomalies noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during lobectomy procedure after triggering - it wasn´t possible to open the device - it was fired above a clip over the tissue. The reverse button hasn´t worked. The blade must reversed with the emergency lever. Tissue type: lung vascular. Used reload: blue. There were no consequences for the patient.